Event description:
On (B)(6) 2012, the reporter called animas alleging that although there is no visible damage to the pump after having been stepped on, the up and down arrow keypad buttons will not work together to lock/unlock the pump unless she pushes down very hard on the buttons and uses her fingernail to move the buttons around . The reporter stated that the up and down arrow keypad buttons respond properly independent of each other. The patient reportedly wears the pump in a case attached to a belt and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported because the keypad button malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.